Manufacturer narrative:
The service rep installed a new video monitor on the device. System working as intended.

Event description:
The customer reported, the right monitor did not display the image. No pt injury was reported.